Event description:
It was reported that the site's hand held screen was freezing after successfully interrogating vns patients' devices. Troubleshooting, that included performing soft and hard resets, and removing and re-inserting the flashcard, was performed and only temporarily resolved the event. The site requested a new hand held and software be shipped to replace the non-working device. Attempts to obtain the non-working hand held and software for analysis have been made, but have been unsuccessful to date.